Manufacturer narrative:
Corrected information: e3, g2. The device has not been received; however, the non-visual device evaluation has been completed and the results are as follows: DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: a root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. Manufacturer reference: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
The patient reports significant discomfort and injury while using the device, including irritation, cuts, abrasions to the cheeks and roof of the mouth, and jaw pain. They woke up with blood on the mouthpiece and a metallic taste. The patient also states they experienced difficulty breathing only while using the device, waking up panicked and unable to remove it easily. The patient experienced discomfort and abrasions on their mouth. It is unknown if the patient required medical intervention.